Event description:
It was reported that the bd pegasus gn 18gax1.16in prn-cap y non-pvc had leakage. The following information was provided by the initial reporter: whilst preparing a patient for surgery and administering an intravenous drip, after successfully inserting the catheter via an indwelling needle and removing the needle hub, there was significant fluid leakage from the tip of the needle. I immediately explained the situation to the patient and reinserted the catheter using a new indwelling needle. I reported the incident to the head nurse and the equipment department.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.